Event description:
It was reported that the proximal end of the implantable cardiac monitor was causing pressure on the patient¿s skin and a visual bump was present. The patient was experiencing discomfort when wearing a bra and when lying on the right side. The pocket was opened and the device was implanted deeper in the tissue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).